Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The patient was discharged. Two weeks later the patient was seen by the physician with mild induration of the puncture site without any signs or symptoms of fistula, erythema, or drainage noted. The patient was instructed to use local care with warm compresses and report any changes. On june 26, 2000 the patient was admitted to the hospital emergency room with yellowish drainage/pus at the puncture site. The patient was admitted and the site was cultured. The patient had no evidence of being toxic from infection and was afebrile. The wound culture was positive for staph aureus. The patient was treated with IV antibiotics and then released from the hospital on june 28, 2000. No further complications were reported.